Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. In addition, no imagery was provided by the site. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review revealed no additional similar complaints. Review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limit for the applicable trend category. The review of the IFU and training manuals for the commander delivery system was performed, no deficiencies were identified. During manufacturing, the balloons are 100% visually inspected for any abnormalities. The balloons are 100% inspected for wall thickness, working length, balloon diameter, and visual defects. The commander delivery system is 100% occlusion and leak tested.  Product verification (pv) testing was completed for the work order.  All samples passed pv testing.  These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system leakage was unable to be confirmed. Since the device was not returned, the presence of a manufacturing non-conformance was unable to be determined. However, a review of lot history, DHR, and manufacturing mitigations supports that a manufacturing non-conformance did not contribute to the complaint event. Review of IFU/labeling did not reveal any deficiencies. The manufacturing mitigations suggest that it is unlikely that the leak was present out-of-box. Since blood was seen in the atrion, damage could have occurred on the balloon or along the balloon shaft; however, it is not known where the leak occurred. Therefore, without additional imagery or the device being returned for additional evaluation, a definitive root cause is unable to be determined at this time.  Since no product non-conformance or IFU/training deficiencies were identified during evaluation, and the occurrence rate does not exceed control limits for this trend category, no preventative or corrective actions nor a product risk assessment escalation are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr procedure with a 29mm sapien 3 valve, the commander balloon did not inflate during valve deployment.  No leakage could be confirmed, however, blood was seen in the atrion when aspirating. The access vessels had no calcification and no tortuosity. A bav was performed prior to valve deployment. Valve alignment was performed in a normal manner in the ascending aorta. The annulus was not highly calcified.  The system was removed with no injury to the patient.  A new kit was used and the valve was successfully implanted.